Manufacturer narrative:
A2. Age at time of event- 18 years or older.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon was intended. However, it was discovered that the device shaft was broken upon unpacking. It was then change to a different 3.5 x 15 wolverine cutting balloon and the case was completed with no other incidences. No patient involvement reported.

Manufacturer narrative:
A2. Age at time of event- 18 years or older.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon was intended. However, it was discovered that the device shaft was broken upon unpacking. It was then change to a different 3.5 x 15 wolverine cutting balloon and the case was completed with no other incidences. No patient involvement reported. It was further reported that the breakage was 18cm from the hub.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. A break was identified, 2.5cm distal to the distal end of the strain relief and multiple kinks were identified along the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A break was identified, 2.5cm distal to the distal end of the strain relief and multiple kinks were identified along the hypotube shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the shaft broke. A 15mmx3.50mm wolverine coronary cutting balloon was intended. However, it was discovered that the device shaft was broken upon unpacking. It was then change to a different 3.5 x 15 wolverine cutting balloon and the case was completed with no other incidences. No patient involvement reported. It was further reported that the breakage was 18cm from the hub.